Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Reportedly, customer tighten the cartridge tubing and continued to use the existing cartridge for insulin therapy. The customer's blood glucose level was 182 mg/dl.